Event description:
It was reported that during preventative maintenance testing, it was found that the sensing was out of specification (reading high). The epg (external pulse generator) was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, the device passed all functional testing. Analysis found that the upper and lower cases were broken and contaminated, the ring cover was contaminated and two side bail covers were broken and missing, the battery release was contaminated, the battery contacts were compressed, the ring was bent and one side bail was missing.